Manufacturer narrative:
(B)(4). Returned empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the locked out. The device is designed to lock out when all the clips have been fired. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing on the cystic duct the clips were scissoring. This was the twelfth firing. There were enough clips placed on both sides to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).